Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: stenosis procedure: tlif levels implanted: l4-5 it was reported that on (B)(6) 2015 (date is approx), intra-op, the tip of the curette broke when trying to exract the bone. The fragment was removed. The product came in contact with the patient. No patient complications were reported.